Event description:
The hospital reported that during an endoscopic vein harvesting procedure, the harvester completed the tunnel dissection without incident. When the harvester inserted the vasoview hemopro 2 and activated the toggle, no heat was being generated at the jaws. The harvester then removed the device. A replacement device was used to complete the procedure. The hospital did not report any patient effects.

Manufacturer narrative:
The device has been returned to the factory and is being evaluated. A supplemental report will be submitted when the evaluation is completed. A lot history record review was completed for the reported product lot number. There was no nonconformance recorded in the lot history. There are no other similar complaints reported against this batch. (B)(4).